Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage event on (B)(6) 2024. Infusion set has been used for 12 hours.the glucose level was 400-500mg/dl. Therefore, patient was treated with correction via IV bolus. Customer replaced infusion set and resumed insulin successfully. No further information available.